Event description:
From literature: d. Doumplis, g.s. Majeed, r. Richardson, k. Sieunarine, j.r. Smith (2006). Adverse effects related to icodextrin 4%. Our experience. Springer-verlag 2007, gynecol surg (2007) 4:97-100. Patient #2: with well-known endometriosis, underwent operative laparoscopy for endometriosis treatment. She had previously had ovarian cystectomy because of endometrioma. At the end of the operation, a liter of 4% icodextrin solution was left in the abdominal cavity. Postoperatively, she developed urinary retention along with fluid leakage from the suprapubic entry port. She also developed unilateral vulval swelling which gradually subsided spontaneously over the next four days.

Manufacturer narrative:
Baxter medical assessment: the urinary retention, determined a prolongation of the hospital stay, and the use of adept may have at least contributed to the event. Vulvar edema is a known side effect described in the adept IFU. The event is related to the application of adept, resolves spontaneously and does not need any therapy or remedial action. It is also known that such events do not prolong hospital stay. In this specific case, symptoms resolved spontaneously after 4 days. Thus, from the medical and regulatory standpoint, the event of a vulvar edema cannot be categorized as a serious injury. The fluid leakage from the port is a function of the quality of surgical closure of the access wound, and independent of the product characteristics. From the standpoint of the urinary retention, the case is reportable. If any add'l info becomes available, a f/u will be submitted. This will be kept on file for trending purposes.